Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, customer forgot to program a temporary basal insulin rate prior to exercising and believes that this caused the low bg level. Customer consumed food to treat the low bg level, and subsequently, the customer's bg level elevated to 250 (mg/dl). Customer then delivered a bolus with the pump. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.